Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mah862, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H3 device evaluation summary: it was received for analysis an opened box with twenty-eight unopened samples of product code k834, lot mah862. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of device issues captured in reports 2210968-2019-89603 and 2210968-2019-89604. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2019-89602, 2210968-2019-89603, and 2210968-2019-89604.

Event description:
It was reported that a patient underwent a plastic surgery procedure on an unknown date and suture was used. During the procedure, the suture kept snapping when tying off or suturing. There were no adverse patient consequences reported. Additional information has been requested.